Event description:
A non-healthcare professional reported that the intraocular lens package had been opened during surgery. While the loading process, the scrub nurse observed that the haptics was missing and there was no patient contact and the surgery was completed on the same day. Additional information received and stated that the back haptic was broken during loading process.

Manufacturer narrative:
The lens was returned positioned incorrectly in lens case inside the lens carton. Solution was dried on the lens. One haptic was broken in the gusset area at the exit of the haptic insertion area. The lens carton had a handwritten note that stated, " back haptic broke". This specific wording would indicate that the broken haptic was the trailing haptic inside the cartridge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was indicated. A non-qualified viscoelastic and non-qualified handpiece were indicated. Broken haptic damage was observed. The note on the carton indicated "back haptic broke" which would indicate the trailing haptic. The root cause was most likely related to a failure to follow the IFU (instruction for use). A non-qualified handpiece and viscoelastic were indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).